Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the current alarm history did not indicate any ¿exceeds max delivery¿ alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. All sounds settings were set to ¿vibrate¿. An ¿exceeds max tdd¿ alarm was reproduced during testing and the pump appropriately emitted a vibratory and visual alert. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 407mg/dl with abdominal pain, nausea, and large ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump has emitted an exceeds maximum daily limit alarm. There was no indication or allegation of a pump malfunction; the pump alarmed appropriately to alert the user that they had met their maximum programmed delivery of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error, in that the user did not respond properly to an appropriately emitted alarm.